Event description:
The reporter stated that the unit was programmed for 1 mg/ml to deliver 240 mg/hr or ml/hr. The unit registered "30" as delivered, but no movement was detected in the syringe after approximately 15 minutes. No pt injury or treatment was associated with this event.